Manufacturer narrative:
Based on the review of the growth curves and raw data, these results are valid negative for sars-cov-2. One of the sample had a delayed ic CT value in comparison other runs by 3 cycles, which may indicate an inhibition. Nevertheless, the sars targets in both alleged samples were flat and negative, with no CT values generated, supporting the negative result callings. Review of the analyzer run data did not observe any system-related anomalies. A reagent investigation did not identify a product problem. The discrepancy between the assays may be due to the differences between technologies. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the UK alleged the generation of discrepant sars-cov-2 results for two patient samples when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged sample generated negative sar-cov-2 results in the initial test on the cobas liat system. Retest of the samples on the eplex and biofire systems generated sars-cov-2 positive results. The retest positive results were reported. No harm was alleged. Review of the analyzer run data did not observe any system-related anomalies. A reagent investigation did not identify a product problem. Two mdrs will be filed.